Event description:
As reported: "event details: when fixing the screw to the plate, it was confirmed that there was metal lint. Physician's point of view: the screws were inserted at a difficult angle, so the metals rubbed against each other and were scraped."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the returned device is a circular metallic wire, probably from the screw thread that makes the locking mechanism of the screw. The wire was considered to be a result of the screw and not the plate, since the length received is too long to be a result of the locking mechanism of the plate. The debris was most probably generated as a result of an inadequate angulation of the screw, which lead to the two metals of the plate and screw scratching against each other. The debris could not have resulted from manufacturing, since the devices are inspected before packing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "event details: when fixing the screw to the plate, it was confirmed that there was metal lint. Physician's point of view: the screws were inserted at a difficult angle, so the metals rubbed against each other and were scraped."